Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The fall occurred a few weeks ago and the date was unknown. The dye study was attempted on (B)(6) 2020. A revision has not yet been scheduled and is not anticipated to occur until at least september. The information was noted as having been confirmed with the physician/account.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#:(B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving dilaudid 15 mg/ml at 1.2 mg/day via an implanted pump. A possible catheter issue was reported and the event/difficulty occurred on (B)(6) 2020 during normal use. It was reported no symptoms were reported and the physician did a dye study because the patient fell a while ago (date not reported) and he wanted to ensure the catheter was patent. Environmental/external/patient factors that may have led or contributed to the issue included a recent fall. Diagnostics/troubleshooting performed included a dye study and inability to aspirate the catheter. They attempted to push in dye but met great resistance. The patient reported good symptom control and apparently the last refill residual volume was normal, although it was unknown if that was before or after the fall. The physician increased the dose and would likely schedule patient for a catheter revision in the fall. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight at the time of the event was 220 pounds and there was no known relevant medical history. Surgical intervention was planned but had not been scheduled. No further complications were reported.